Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that normal saline with 20meq of potassium chloride was hung at 1:30 am to infuse at 100ml/hr. After five (5) minutes, the pump was beeping for air-in-line. The primary nurse "cleared the air" and restarted the infusion. However, the pump beeped again and this time it was showing that the volume to be infused (vtbi) was "0ml." So, the primary nurse entered "1000ml" as the vtbi and restarted the pump. At 3:00 am, the pump alarmed again. Another nurse went inside, the patient stated that "bag is empty." This nurse alerted the primary nurse and told that the patient was stable. The primary nurse checked patient's vital signs: blood pressure (bp) was 140/66 and sp02 was 100% on room air. At 4:00 am, vital signs were bp 146/80, spo2 100 and pulse 70 beats per minute. There was patient involvement but no harm.